Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient reported unspecified blood glucose result(s) with the subject meter and unspecified blood glucose result(s) from a laboratory device, performed at an unknown time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved

Manufacturer narrative:
(Serial #) information was not provided.